Event description:
It is reported that a customer had four sever episodes of diabetic ketoacidosis but was not hospitalized. The customer reports having high blood glucose ranging from 13.4 mmol/l to 24.8 mmol/l. The customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 6.2 mmol/l at the time of the call. The customer stated that during one event, she was filling the reservoir, and the needle came off of the blue transfer guard and stayed in the insulin vial. The customer mentioned that she had not received no delivery alarms in the past when she was supposed to. However, the customer stated they are now receiving the alarms and has not issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.